Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was low and adjustments were ineffective. The power supply was replaced and the voltage was increased to 5.15 vdc at the generator interface board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure, the system seemed to continue fluoroscopy independently and communication between the workstation and the c-arm was inhibited. No pt injury was reported.